Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, occlusion alarms occurred. Blood glucose level was not impacted. Reportedly, a new cartridge was loaded to address the issue. Blood glucose level was not impacted.